Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to verify for low battery, fail battery test alarm, and unable to perform check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test, unexpected restart test, and all operating current measurements were normal. No unexpected low battery, off no power alarm, failed battery test alarm, or battery indicator noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after troubleshooting. The insulin pump alarmed failed battery test. Customer's blood glucose level was between 180 mg/dl and 200 mg/dl. The battery cap did not screw in smoothly. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.